Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing and high pacing impedances out of range on the right atrial (ra) lead. Technical services (ts) reviewed and stated this was likely due to a spring contact issue. Ts recommended to have lead evaluation. It was noted that the ra lead is not a (B)(6) product. This device remains in service. No adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).